Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer fell and bruised their left ankle, hip and chest. Customer went to the emergency room and was treated with intravenous insulin. Ultimately, the customer reverted to an alternate method of insulin delivery.